Manufacturer narrative:
The pcba controller, etos console, and x-ray tube were returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed for all products. Fdm b01, fdr c02, and fdc d02 are applicable to the analyses. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi90000040, serial/lot #: none, product ID: bi71000475, serial/lot #: none, product ID: bi31000118, serial/lot #: (B)(4), product ID: bi40000025, serial/lot #: (B)(4), a medtronic representative went to the site to perform a system checkout. The ht controller board, x-ray tube, interface cable, and oil bottle assembly were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not able to take exposures during the preventative maintenance. The system had poor image quality. It was noted that the system was not putting out any ma (milliamperage), dosimeter testing failed. The manufacturer representative tried to measure with dmm from tp 5 on the ht board, but there was no measurement there either. The representative then increased the exposure time to 20 ms, but the generator indicated error e12, "no ma during exposure or ma out of tolerance. Wrong filament current." The representative talked to the field service engineer, who said the tank would need to be replaced. The system interface cable was worn. There was no patient involvement.